Event description:
It was reported that the device was in backup mode with no high voltage therapy available during an in-clinic follow-up. The software was attempted to be reinstalled, but it failed each time. The device was explanted and replaced to resolve the event. The patient was in stable condition.